Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the tip detached, causing the beam to deflect. The fiber was replaced with another one to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber was thoroughly analyzed. Visual analysis identified the glass cap was detached and was not returned with the fiber. The metal cap exhibited moderate charred debris adhesion on its surface, indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted found no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. With the available information boston scientific concluded that the reported fiber cap/tip break was confirmed as analysis identified the glass cap was detached and it was not returned with the fiber.

Event description:
It was reported that during a procedure with this greenlight fiber, the tip detached, causing the beam to deflect. The fiber was replaced with another one to complete the procedure. There were no patient complications reported.